Event description:
It was reported that during an unspecified surgical procedure it was observed that there was a scratch on the 4k epscp scp,4.0,30,167,mitek scope. Another like device was used to complete the surgery. There were no adverse consequences to the patient. During in-house engineering evaluation it was determined that the device had outer tube damage, needle outer tube bent, distal tip damaged with deep nicks/dings/scratches, illumination distal tip fiber was damaged, optical system, optical components distal cover glass/negative damaged scratched/residue proximal cover glass damaged residue. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: h4: the device manufacture date is currently unavailable. Investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: outer tube damaged, needle outer tube bent, outer tube damaged, distal tip distal tip damaged deep nicks/dings/scratches, illumination distal tip fiber damaged, optical system, optical components distal cover glass/negative damaged scratched/residue proximal cover glass damaged residue. Labeling : illegible etch, visual : deformed/bent, broken (2+ pieces) : chipped/shaved/delaminated. Per service reports, this complaint was confirmed. The defective parts need to be replaced to resolve the issues. Based on the investigation findings, the faulty parts were identified as the root cause for the device failure during the service evaluation. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.